Manufacturer narrative:
Reference mfg. Report numbers: 2015691-2017-02931 and 2015691-2017-02971.

Manufacturer narrative:
There is no indication or allegation of device malfunction or allegation. The surgical removal was done electively. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, per report, the cause for the surgical cutdown was ¿to facilitate visualization of the vessel during removal to avoid damage to/rupture of the vessel.¿ the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, an undeployed valve was surgically removed from the femoral artery. The tf procedure was complicated by loss of guidewire position. Re-positioning of the guidewire was attempted several times with different guidewires. However, it was not possible to obtain guidewire position, therefore the delivery system was removed via surgical cut down without vascular complications.